Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a partial (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted due to procedural damage to the inner insulation. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient was asymptomatic. It was noted that the chronic right atrial (ra) and right ventricular (rv) leads exhibited non-physiologic noise. While the patient was being prepared for a procedure, a significant volume of non-physiologic noise was observed during movement of the patient's left shoulder or manipulation of the device pocket. These periods of noise resulted in oversensing and pacing inhibition. The ra and rv leads were explanted and replaced. The patient tolerated the procedure well and was discharged the following day after a satisfying post-procedure observation period.